Event description:
Same case as mfg. # 2134265-2010-02349, 2939204-2010-00661, 2939204-2010-00660, 2939204-2010-00658. It was reported that post a neurointerventional angioplasty and stenting procedure, a vasospasm occurred. Patient was admitted with left leg weakness and dysphagia. Her symptoms progressed and it was discovered that there was a total occlusion located in the proximal basilar artery. Severe stenosis was also noted at the distal right vertebral artery at the vertebrobasilar junction. Another manufacturer's guide catheter was advanced to the distal cervical left vertebral artery. Another manufacturer's microcatheter was advanced over a transend .010 microwire, but the wire was unable to cross the lesion in the proximal basilar artery. The microwire was removed. A new transend .014 guide wire was advanced through the microcatheter and unable to cross the lesion. The microcatheter and the micro wire were removed. Another microwire was advanced over a transend .014 micro wire to the left posterior cerebral artery and was unable to reach the proximal basilar artery. The microcatheter and micro wire were removed. Another microcatheter was advanced over a transend .014 microwire and crossed the lesion. The microwire was advanced to the lesion at the basilar artery and then to the right posterior cerebral artery. The microwire was removed. Another .014 microwire was advanced with its tip in the right posterior cerebral artery. The microcatheter was removed. A gateway 2x9mm balloon catheter was advanced and angioplasty of the proximal two thirds of the basilar artery was completed. A follow up angiogram demonstrated antegrade flow in the basilar artery with a focal area of significant stenosis at the junction between the mid and distal third portion. The balloon catheter was removed. A follow up angiogram 5 minutes later revealed total occlusion of the basilar artery. A second angioplasty was performed with the same balloon inflated to nominal pressure (2mm in diameter). A follow up angiogram was obtained and showed significant improvement of the flow with antegrade flow to the basilar artery. A follow up angiogram 5 minutes later revealed total occlusion of the basilar artery due to recoiling of the plaque. A third angioplasty was successful. A follow up angiogram showed significant improvement of the flow with persistent plaque at the junction between the mid and distal third of the basilar artery. A second follow up angiogram revealed recurrence of the recoiling plaque. The balloon catheter was removed and a wingspan stent 3x15mm was advanced and placed in the lesion. A followup angiogram showed significant improvement of the flow without evidence of residual stenosis at the basilar artery which was congenitally small. A focal area of narrowing was again noted at the left vertebrobasilar junction (a vasospasm). A second wingspan stent was attempted to be placed as a preventive measure, in the event that a dissection may have occurred. The wingspan stent was advanced and the guide catheter was pulled back to the aortic arch and the microwire was pulled out through the basilar artery stent. The second stent was not placed. The guide catheter and microwire and stent were removed. An angiogram revealed normal flow to the right hemisphere. There was faint opacification of the right posterior cerebral artery, less than prior to the stent placement. Also revealed was normal opacification of the basilar artery without stenosis at the intracranial right vertebral artery. Full cerebral angiogram showed no antegrade opacification of the basilar artery and interval resolution of the stenosis in the left vertebrobasilar junction, which represents a vasospasm having occurred and not a dissection. The patient developed right lower lobe infiltrate and was treated with antibiotics for aspiration health care acquired pneumonia. The patient ultimately developed and remained in a state where she was only able to blink or move her eye and was not able to move her arms of legs or speak or swallow. The patient was extubated 9 days post procedure and expired 4 days later. Cause of death was right pontine stroke with locked in syndrome, acute respiratory failure due to klebsiella pneumonia of the right lower lobe, hypoalbuminemia, anemia and aspiration pneumonia (health care associated pneumonia (hcap).

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(4) 2010. In addition, the "device available for evaluation?" Has been updated to reflect the correct date. As per the arrangements discussed with the office of (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4)-2011 letter addressed to (B)(4).

Manufacturer narrative:
Evaluations results: customers meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Event description:
A health care facility reported one of their adc meters obtained imprecise readings of 60mg/dl and 300mg/dl within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the 'c' zone, showing the difference between the values is considered clinically significant. It is unknown which meter produced the reported results. There was no report of the death, serious injury or mistreatment associated with this report.

Manufacturer narrative:
Although it is unknown which reported meter obtained the reported results, customer's meter (B) (4) has been requested back for investigation and a supplemental report will be submitted once investigation results are completed.